Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced issue with 17 infusion sets as the tubing detached from the connector between (B)(6) 2024. The sets tubing detached after being in use for approximately 20 minutes to 24 hours. No further information available.